Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was hit by an aluminum tube at work and the touch screen became shattered. Most of the touch screen became blank and customer was unable to see the touch screen. Customer's blood glucose was between 131-139 mg/dl. Reportedly, customer reverted to a backup pump and manual injections for insulin therapy.